Event description:
It was reported that the 9900 system had arching from the tube during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank and high voltage cable were replaced. The software was re-installed and generator calibrated during the service call. The system was tested and found to be working as intended, and put back into service.